Event description:
Surgeon was placing an abbrevo sling, and while trying to center it, the sling suture broke. I have not seen it happen before. He was pulling from side to side to center it, which is how they normally do it, when the suture broke. Think it is a manufacturing issue versus skill.